Manufacturer narrative:
Combination product: yes, the device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Both the ra and rv leads were dislodged and required repositioning. This ra lead was repositioned and remains implanted.